Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: lumbar fusion levels implanted: l2-s1 product status: partially explanted it was reported that on an unknown date, post-op, the screws at s1 broke due to which there was non-fusion at l5-s1. The patient also reported back pain due to this event. All the other levels of the operated spine had fused. On (B)(6) 2018, a revision was performed wherein the broken screws were partially explanted. The broken pieces of screw remained in s1 and could not be explanted. The screws broke 8-10mm below the surface of the bone. Trephines and conical extraction bolts were ready but the surgeon thought it would be safer and less invasive to place the two new screws next to the broken screws is a safe area of s1. The two new screws were placed in a safe area and were well fixed. A second imaging was performed to confirm proper placement of the two new screws. No complications were reported after the revision surgery.

Manufacturer narrative:
Product analysis: the shaft of the bone screw has broken ~3 threads down from the head of the bone screw. The fracture surface has so much post failure damage that a root cause for failure could not be made. If information is provided in the future, a supplemental report will be issued.